Event description:
During pigtail catheter removal after diagnostic femoral arteriography, guide wire formed a knot at the floppy end. Difficult to pull the wire out of the artery. Under fluoroscopy with some pressure, wire was pulled out. Artery manually compressed to prevent formation of hematoma. Taken to recovery room. Large hematoma developed. Pressure dressing and 10lb sandbag applied. Hematoma then began forming beyond the perimetr of the sandbag. Pt admitted. Taken to operating room for evacuation of hematoma and angioplasty. Postoperatively transferred to ICU where she developed renal shutdown.